Manufacturer narrative:
Date sent to the FDA: (B)(6) 2020. Mwr-11112020-0000840722, submitted for adverse event which occurred on (B)(6) 2013. Mwr-11112020-0000840723, submitted for adverse event which occurred on (B)(6) 2019.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported that the patient underwent partial removal surgery on (B)(6) 2019. It was reported that the patient experienced severe and chronic pain/discomfort, adhesions, inflammation, mesh detachment, adhesions to the small intestine and bowel resection. Other procedure is captured in a separate file. No additional information was provided.